Event description:
It was reported that the system displayed a communication error and locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.